Manufacturer narrative:
Eval summary: immediate visible damage, blade broken and split. Failure confirmed. Safety alert notice (B)(4) issued to all customers on 5/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
The customer reported that a plastic piece is missing from the tip of the blade.